Event description:
The customer had returned the homechoice (hc) device to baxter. Information received from global pharmacovigilance (gpv) on (B)(6) 2011 from the facility nurse indicates: initially, the event was identified as hypothermia then clarified as hyponatremia. Eating issues, fluid overload and end stage heart disease were identified as patient diagnoses. Clarification of information received from gpv on (B)(6) 2011 indicates: on (B)(6) 2011 the facility nurse advised the patient was admitted into a hospital in early (B)(6) 2011. The hospitalization was unrelated to peritoneal dialysis therapy or solutions. During a follow up call on (B)(6) 2011, the facility nurse indicated: the patient had a lap band placement on an unknown date for an unknown indication. On an unreported date the patient experienced multiple issues after the lap band placement, including pancreatitis and eating issues. On (B)(6) 2011 the patient was hospitalized for pancreatitis and hyponatremia. Treatment for the hyponatremia was administration of unknown fluids. As a result of this treatment the patient experienced fluid overload. Treatment for the fluid overload is unknown. On (B)(6) 2011 the patient expired while hospitalized. The patient was being dialyzed at the time of death. The patient reportedly was not a candidate for hemodialysis due to end stage heart disease. The events of pancreatitis, eating issues, hyponatremia, fluid overload and death were not related to the dianeal or extraneal solutions. Events of multiple issues, pancreatitis, and eating issues were related to the lap band placement. The event of hyponatremia was related to eating issues. The event of fluid overload was related to treatment for hyponatremia and end stage heart disease. The cause of death was listed as end stage heart disease.

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal). The rite (return instrument test and evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device failed the homechoice rite functional test. The device passed the rite electrical test. External and internal inspection was performed and the device passed. The pal technician inspected the vsr (volumetric standard right) transducer tubing and found damage to the vsr transducer tubing. The damaged vsr tubing would not allow vsr to maintain pressure resulting in reload set (rls) 152. The assignable cause for the rite functional failure of rls152 was determined to be the damaged vsr transducer tubing. Assignable cause for the patient death: undetermined. A review of the device logs revealed no failure or malfunction that could have caused or contributed to the reported difficulty.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab. Should an evaluation be performed or additional information received a follow-up will be submitted.